Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter presented an air leak between the mac-loc and catheter upon insertion during an abscess drain in the abdomen. The procedure was completed successfully with the use of an alternative device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: conclusion codes: cause not established (4315). A review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection/ dimensional verification/functional test of the returned device were conducted during the investigation. The device was returned in a damaged and used condition, with approximately 9cm of catheter tubing attached to the mac-loc hub in the locked position. No surface damage was noticed upon visual inspection. Dimensional verification confirmed that the device had been manufactured to the correct dimensions and tolerances. A leak test was performed, confirming the presence of a leak between the catheter tubing and connector cap of the mac-loc. A tug and twist test revealed that the tubing was secure within the cap. After cap removal, the suture string was observed to be bunched up within the threads. Upon removal of the tubing, the flare was observed to be lopsided and shredded. Due to the potential for the damage to the flaring to have occurred during tubing removal, it cannot be determined whether the flare was manufactured out of specification. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed two nonconforming events. They were for out of round side ports and product contact to uncontrolled surfaces. All affected devices were scrapped out prior to lot release. No nonconformances were reported within the mac-loc subassembly. No nonconformances were reported within the catheter tubing subassembly. There is no evidence to suggest there was any nonconforming product in house or out in the field. It should be noted there was one other reported complaint for this lot number. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Appropriate measures have been initiated to address this failure mode. The appropriate personnel will be notified. Per the quality engineering risk assessment, no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
A2-a4:asku. D10-device available for eval: yes; product received on: 07/09/2018. H3-device evaluated by MFR: no; device evaluation anticipated, but not yet begun (02). H6-conclusion codes: conclusion not yet available-evaluation in progress (11). Correction: b5: a terumo wire guide was also utilized in this case (this information was available at the time of the initial report submittal). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.